Event description:
Customer alleged while performing "est" testing in the respiratory therapy department, the power loss alarm did not function. Staff also found the date/time was in default settings. The mallinckrodt customer support engineer (cse) verified the reported problem, inspected the device and resecured the battery terminals to the battery. The unit passed extended self testing. It was verified that the malfunction did not cause or create any patient injury. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.